Event description:
It was reported that the external pulse generator (epg) would exhibit an error at power up. The error was intermittent and if device powers up during device use, the user will get the message to press the off key again to turn the device off. It was also reported there was self test failure upon turn on. Device will also intermittently go to the shut down screen without actually being shut down by hand. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; off key is intermittent and keyboard is scratched. Analysis also found the upper case is damaged. Battery release, battery drawer and ring cover are contaminated. One side bail cover is broken and battery contacts are compressed.